Event description:
The reporter stated the surgeon inserted an aq2003v silicone three-piece lens and one haptic tore off. The lens was removed. The reporter stated the cause of the haptic tear was the technician not loading the lens properly.